Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump delivered less insulin than requested for a bolus. There was no reported adverse effect to the customer's blood glucose level. Customer is in the process of getting a new pump.